Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hot/cold pack. The pt's husband stated the gel from the pack leaked from the top seam, causing 2nd degree chemical burns on her back in two different areas. The pt was initially seen at the emergency room and was treated with silvadene dressings and pain medication. The pt was then seen by her primary care physician, dr. (B)(6), in his office. At that time the doctor removed the dead skin from her wounds and prescribed pain medication to eliminate pain in the nerve endings. The pt was seen for a f/u visit with dr. (B)(6), and the pt's husband reports that his wife's burns are healing, and she continues to take the pain medications.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.